Manufacturer narrative:
A workaround solution was provided to the customer, and a bios battery check was recommended. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system intermittently failed to boot due to a flex pc communication issue on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.